Event description:
It was stated that the insulin pump was alarming no delivery. Troubleshooting was performed. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor. Unable to perform the excessive no delivery test due to the blank display.